Manufacturer narrative:
Concomitant medical products: non-bd filtered extension set; baxter 200 ml nexterone IV bag; therapy date: unknown. The customer¿s report of a silicone segment bulge was confirmed. Visual inspection showed that the silicone segment had ballooned near the upper fitment. Functional testing and pressure testing replicated the bulging. The root cause of a silicone segment bulge could not be determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the silicone segment bulged during a nexterone infusion. There was no report of patient harm.

Manufacturer narrative:
(B)(4)